Event description:
Pt was complaining of pain in the tibia about a week ago and was brought in and underwent revision surgery. The screw was found to be broken into pieces. The surgeon removed what he could and placed a metal screw in its place. No in-growth of tissue absorption of the screw was seen. The graft was a b-t-b allograft. Sales rep states he was not sure as to how deep the calaxo screw was implanted.

Manufacturer narrative:
Device is not being returned for evaluation therefore, no determination could be made for the reported device failure.